Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and the delivery accuracy test at 0.08750 inches. No under/over delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. No low battery alarm noted during testing. Device alarmed motor error during occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 380 mg/dl. The customer¿s current blood glucose is 224 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. Customer was admitted to intensive care unit. The customer was mentioned motor error. The drive support cap was normal. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and motor error alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.